Manufacturer narrative:
Nevro is awaiting for the return of the explanted device. The manufacturing records for this lot were reviewed and no related nonconformities were found.

Event description:
It was reported to nevro that a patient experienced shocks at ipg pocket site when charging the device. The patient was advised to turn stimulation off and seek medical assistance. The patient reported shock sensation when she turned stimulation back on and she was advised to turn off stimulation again. Follow up with the patient indicated that the patient was experiencing shocks with stimulation on and off. The first shock occurred about 5 minutes after starting to charge the ipg. Subsequent shocks occurred with varying degrees of intensity. The patient also confirmed that when she palpated the pocket, she felt the shocks. Recent update reported that the ipg was explanted and replaced.

Manufacturer narrative:
Follow up report indicated that the device was explanted and was not replaced. The device was returned and analyzed. The device was subjected to visual inspection and functional tests. No issues could be found with the device or its output that could explain the reported complaint. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The investigation concluded that the ipg had exhibited normal functionality.